Event description:
During a coronary drug eluting stenting treatment procedure, the stent became dislodged from the delivery device. The cls 3.5 guidewire was used to engage the left main after IV heparin and integrilin were given for anticoagulation. The second diagonal was easily wired with a pilot 50 wire and ptca was accomplished with a 2.0 mm x 15 mm balloon within the second diagonal. Post inflation shots revealed a 75-90% residual within the ostium of the second diagonal. Stenting was then attempted with a taxus express2 2.5 x mm x 8 mm stent. The stent did advance past the ostial lesion easily with no aggressive manipulation. However, when the stent was withdrawn for exact placement, resistance was met. Continued manipulation revealed excessive resistance and at this point, the procedure was aborted and the stent was attempted to be removed. The delivery device was eventually pulled back into the guide catheter. The stent balloon was removed and it was then noted the stent had dislodged off of the balloon. Extensive scanning was done in the coronaries and the aorta, and the stent was found in the left main artery. The stent was undeployed. It was decided that the stent was in a position where it could be retrieved as the other option was bypass surgery. The stent was then snared with a 4 mm snare. The snare did attach to the undeployed stent and the the entire apparatus was pulled back into the guide catheter. The examination of the apparatus after it was withdrawn from the sheath revealed an undeployed taxus stent attached to a previously deployed mid left anterior descending (lad) stent. The pt became somewhat hypotensive and the left main was reengaged. Repeat angiography revealed thrombus within the left main artery. The pt was given a fluid bolus and became normotensive. A whisper wire was used in the lad. The portion that had been previously stented was restented with a taxus express2 3.0 mm x 28 mm drug eluting stent. The whisper wire was withdrawn from the lad and placed into the second diagonal, which was stented with a pixel 2.25 mm x 13 mm successfully. There were no pt complications reported.